Event description:
This is a report of a colleague infusion pump with a failure code 814:01 on channel b. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury, or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with 814:01 on channel b was confirmed, but not duplicated during product evaluation. The cause of the reported condition was determined to be depleted batteries due to user error. The main batteries and battery harness were replaced to fix the reported condition.